Manufacturer narrative:
Clarification to d6a. Implant date: 2011. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for left side. Device remains implanted and will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ calcification: not observed through visual inspection. None of the other observations performed during the device analysis (non-penetrating nicks, creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "the capsule was significantly calcified". This record is for left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "the capsule was significantly calcified". This record is for left side. Device has been explanted.